Event description:
Pt reported being found unconscious, by relative. Pt stated that, while unconscious, a blood glucose test was performed, using the suspect device, with a result of 274 mg/dl. Based on this value, a relative gave pt a 4.0 unit bolus, and phoned emergency medical services for assistance. Upon their arrival, 30 minutes later , pt's blood glucose reportedly measured 19 mg/dl on paramedics' blood glucose monitor. Pt was transported to the hosp where blood glucose reportedly measured 61 mg/dl on a hospital device. Pt stated that she was treated with intravenous fluids (contents not provided), at the hospital, after which she reportedly regained consciousness. Pt stated that she remained in the hosp for 6 hours and was given food and juice, 1.5 hours before being released. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.